Event description:
Information was received from a healthcare provider (hcp) regarding a patient. It was reported that the patient¿s implantable neurostimulator (ins) was explanted sometime between 2006 and 2007. The hcp stated that the patient had problems with their ins after having it implanted for about five years and then had it removed. The hcp didn't know the specifics about what ¿problems¿ the patient was having and didn't know if all or parts of the system had been removed. It was noted that the patient was about to have surgery, so they were intubated and sedated. It was suggested that the hcp obtain x-rays or contact a physician for more information regarding the system being removed, as well as electrocautery guidelines for surgery. No patient symptoms were reported and there were no complications. Indication for use was failed back surgery syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.